Manufacturer narrative:
Pump passed sleep current measurement, active current measurement and displacement test. Pump received power error detected alarm due to j6 connector resistance issue. Unit passed rewind, prime/seating, basic occlusion, force sensor test and occlusion test.

Event description:
The customer reported via phone call that the insulin pump had power error detected alarm. The customer¿s blood glucose was unknown at the time of incident. The customer was able to clear the alarm and able to rewind the insulin pump. The customer also state that notification light did not immediately stop flashing. The insulin pump will be return for analysis.